Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information, guiding them through the reset process. After this intervention, the issue was resolved, and the customer was able to successfully start their sensor session without further complications.